Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin set expired alarm and initiated a supply change but ran the fill tubing cycle before connecting the tubing to the anchor on a contact detach infusion set, after which an agent provided troubleshooting and education to complete the change and resume insulin delivery. Symptoms included depletion of insulin supply. Outcomes included restored insulin delivery without the need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error during infusion set change with no device malfunction identified. It was concluded that the event resulted from user error, and the device performed as designed once the supply change was completed correctly.